Event description:
The trilogy 100 ventilator was returned to a third-party service center for evaluation. There was no harm or injury alleged or reported. During evaluation, the sensor printed circuit board assembly (pca) was found to be damaged, the speaker was found to be damaged, and the keypad light-emitting diode (led) pca was found to be damaged. The damaged components were replaced. The device passed final testing. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.